Event description:
A technician reported epithelial ingrowth after surgery. Patient had a enhancement for correction after cataract surgery and the ingrowth was cleared at that time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).